Event description:
Information was received indicating that a pump with a cadd cassette reservoir attached alarmed "no disposable attached" (nda) three times and three hours apart, while infusing hydromorphone to a hospice patient. Per reporter the patient will need to go on emergency medications until the new pumps and cassettes can be delivered.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir, was returned for analysis in used condition. Visual inspection showed no damage to the cassette. The tube height sample was tested to measure the height of the pump tube arch, the tube height failed however the sample was in used condition and may have been modified during use. The investigation involved connecting the sample cassette to a pump which connected without issues and accuracy testing which failed the test however the sample was received in used condition which may have affected the delivery. Functional testing was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed.